Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving a reading of 409 mg/dl on her freestyle blood glucose monitor. The customer reported changing her medication and becoming non responsive. Paramedics were contacted and administered an unk intravenous solution.